Event description:
This customer reported a possible leads ECG set failure during a code. At this time, there has been no determination as to whether the device was a factor in the reported death of the patient.

Manufacturer narrative:
This customer reported a possible leads ECG set failure during a code. At this time, there has been no determination as to whether the device was a factor in the reported death of the patient. A follow-up report will be submitted after phillips obtains more information about this event.